Event description:
As I was being inserted into m.r.I. Unit, my forehead became wedged between the ceiling of the MRI tube, which at that point extends down about 1 1/2", and a neck support the technician placed under my neck. I sustained injury to my forehead and left side of neck with severe to moderate pain. This incident took place at the hospital.